Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown.(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the brush extended; no bristles were loose or missing. The brush extended and retracted according to specifications when the handle was actuated. The condition of the returned device was not consistent with the complaint that some of the bristles were missing; the complaint was not confirmed. It is typical of the brush bristles to deform when they contact the inner wall of the brush lumen; thus they do not always appear straight. No other issues were noted during evaluation of this device; therefore, this is a user preference issue and this is no longer considered an MDR-reportable event.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, during inspection the brush bristles were noted to be crooked and some of them were missing. This device was not used inside the patient and the procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, during inspection the brush bristles were noted to be crooked and some of them were missing. This device was not used inside the patient and the procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.